Event description:
Meter name: enhanced basic, strip name: unknown, meter code: unknown, strip code: unknown. Strip storage: unknown. Symptoms: weak. A patient reported they were not able to get a reading for 3 days. Their meter allegedly would stay frozen event after the batteries were replaced. Not able to get a reading on meter. Meter was not compared to any other equipment. No treatment. No further information has been reported.